Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was hospitalized for peritonitis, manifested by cloudy effluent. On an unknown date the patient was treated with unspecified intraperitoneal (ip) antibiotics. The cause of the peritonitis was unknown. One day prior to receiving this report the patient was discharged from the hospital. The patient recovered from the peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot number 13g11h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).